Event description:
It was reported that there was a high flow rate error occurred. The event occurred during priming at the patient's home. There was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for analysis with complaint a high flow rate error occurred. No physical device damage was noted. ICU medical japan has received one (1) repair request in the past one year. The most recent repair request was made on 02-sep-2024. Any alarm or anomaly, which was related to the reported issue, was not recorded in the event log. Visual/functional testing was performed. Flow rate was within product specification. Device passed all functional testing with no issues. The root cause of the event was no determined, as no problem was observed. The device was returned to the customer with no repair.